Event description:
It was reported that during an unrelated procedure, this defibrillator system delivered a shock to the patient. Following the procedure, this device was noted to have recorded a fault code 1004 due to a lead conductor fracture. The device and lead were then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error code 1004 or 1005) had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy.

Event description:
It was reported that during an unrelated procedure, this defibrillator system delivered a shock to the patient. Following the procedure, this device was noted to have recorded a fault code 1004 due to a lead conductor fracture. The device and lead were then explanted and replaced. No additional adverse patient effects were reported.